Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument is no longer able to extract the pin. No surgery delay, no adverse consequences for patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> the complaint sample consists of (1) (B)(4) hp pin impactor/extractor, lot code so2029194. Examination of the returned hp pin impactor/extractor revealed the two screws that attach the two springs to the device are 90% disassembled. The partially disassembled screws prohibit the device¿s springs from functioning properly as reported. The position of the screws suggests the device has been disassembled for an unknown reason. The device is not design to be disassembled for cleaning or any other reason. There is general wear and tear on various areas of the device indicating usage in multiple previous surgeries. A worldwide complaint database search found no additional reports against the complaint sample product code/lot code combination. The root cause is being attributed to misuse and the need for corrective action is not indicated. Complaint trends will be monitored by post market surveillance through sep-419. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.